Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, creases fold and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on radius, stress marks and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported left side "rupture." Device remains implanted.